Event description:
The microscope light caused 3rd degree burns and permanent nerve damage to the interior and exterior of the ear. Thirty percent of right ear tissue is gone and pt has no feeling in the interior or exterior of the right ear. The intensity of the light was set at 30%. However, it was noted by the attending md that it increased to near 100% as the surgery progressed.